Manufacturer narrative:
Use error. Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level over 500 mg/dl and high ketone levels. Customer did not experienced diabetic ketoacidosis. Customer was treated with a liter of intravenous fluids and manual insulin injections. Customer was released from the ER 5 hours later with a bg level in the 300 mg/dl range. Upon being released from the ER customer was ¿feeling a lot better¿. Reportedly, an occlusion alarm occurred. The customer was using novolog and fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The pump supplies were changed to address the issue.